Event description:
It was reported that the patient's pump was infected. Examination of the pump area on (B)(6) 2012 revealed increased redness. Cultures were positive for microorganisms in pericolic fluid; staph. The patient's catheter did not look infected but was removed and replaced as a precautionary measure. Per the manufacturer's device registry, the pump was replaced at the same time. It was noted that this resulted in an in-patient or prolonged hospitalization. The patient had a small area of erythema along their suture line ata post-operative visit. They also had a slight fever. The medications used within the system were lioresal and sufentanil. The patient resolved without sequelae on (B)(6) 2012.

Manufacturer narrative:
Product ID 8709, lot# l66216, implanted: (B)(6) 1999, explanted: (B)(6) 2012, product type: catheter. (B)(4).